Event description:
It was reported that the caller experienced a discrepancy between the displayed time and the actual time on their device. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with updating the pump time and advised the caller to monitor for future discrepancies, advising follow-up action if the issue recurred. The caller understood and acknowledged the guidance provided.